Event description:
It was reported that the shipping tube was broken/snapped. The catheter was received and brought up to the operating room and at that point it was discovered that the tube was broken. There were no patient complications reported.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The outer box was also received and examined prior to decontamination, and was not found to be damaged. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The catheter was received in a broken shipping tube. The gray tube was broken 42 cm proximal of the bottom of the gray tube. The shrink seals was still attached, one at the clear adaptor cap and the other around the IFU. The returned outer rectangular box does not appear to be the same box damaged when the customer received the product. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.